Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they recently had an appendix removal surgery and since then they have been experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The patient noted that the phrenic nerve stimulation was more prominent since the surgery. The lv lead was reprogrammed and remains in use, but the patient was still experiencing phrenic nerve stimulation. The patient requested further evaluation. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced intermittent phrenic nerve stimulation. The patient was brought into the office for reprogramming which resulted in no more phrenic nerve stimulation.

Manufacturer narrative:
Correction: h6 annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.